Event description:
It was reported that the rv (right ventricular) lead's impedance had a sudden increase and is high and that the capture threshold is also high. The lead remains in use and will be monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.